Manufacturer narrative:
A ge field engineer (fe) evaluated the sys and found that the table locks were greasy and out of adjustment. The fe cleaned and adjusted the locks and returned the prod to svc. The system's preventative maintenance procedures contain instructions to check for table lateral lock functionality.

Event description:
It was reported that the table locks did not hold. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of the slipping table locks.